Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the trach tube experienced issues with cuff inflation/deflation. It was reported that the patient need to be re-intubated and had a fibroscopy. The customer reported 2 devices, this report is for the 2nd device involved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the trach tube experienced issues with cuff inflation/deflation. It was reported that the patient need to be re-intubated and had a fibroscopy.